Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen at a different facility from where the system was implanted. The electrode was externalized due to erosion and was infected. By patient report, it had been exposed since shortly after the system was implanted. A computed tomography (CT) scan had been performed and it appeared the electrode was in the intra-abdominal cavity. The system was successfully explanted and there were no complications. It was anticipated that a transvenous system will be implanted in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.